Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump received with the audio alert functioning properly. No audio alert anomaly noted. Pump alarmed pump error 63 alarm during self test and confirmed in the pump history due to broken pin on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Customer was performed self test and it did not passed and again hardware low level failure alarm was reoccurred. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.